Event description:
(B)(4). I have been having a rash all over my body that comes and goes. I have had a lot of pains in my stomach. Sex is painful at times. I have horrible headaches daily. I now have to take medicine for heart palpitations. Blurred vision sometimes. Forgetfulness.